Event description:
Initial hcg result for a pt with an ectopic pregnancy was <0.500 miu/ml. A repeat test was performed and the results was in the 1000's miu/ml. A third repeat was performed, in which the sample was diluted and repeated, and the result was 56122 miu/ml. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepant result.